Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was trying to connect to the ins to charge and couldn't. The patient saw a poor communication screen on the patient programmer. The patient stated that they haven't charged in a week and a half. The patient stated that "they have had their device jump-started like three times". The patient stated that this happened a couple of years back. The patient stated conflicting information. The patient said that maybe it was the year after the last, and that they had it jump started twice and thought that it may have been in the same year. The patient stated that one of those times they had only not charged for a week and was told that the device shouldn't be doing this. The patient currently has no stimulation and can't turn it on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.